Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate via email that while they were checking at the hospital the laparoscopy set for 3 surgeries that are scheduled for (B)(6) 2019. They saw the error message "invalid sensor ID error 0128" and "no hsync lock error 0129" on the ccu display with no image or video on the monitor. This cause the tck1 hd camera head, c-mount to stopped working. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported a demo/standby camera head was provided to the hospital so additional procedures could take place. The affiliate also reported that an alternative device was not readily available and the failure was noted prior to any procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: investigation summary: the complaint device was received at the service center and evaluated. During evaluation, the device was found to be not working, therefore this complaint can be confirmed. The device was deemed non-repairable and hence it will be exchanged/replaced. With the available information, we cannot determine the root cause of the reported problem. No nonconformances were identified for this part-serial number combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.